Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. User facility medwatch: #mw5076074.

Event description:
It was reported that the patient underwent an endometrial ablation in fall 2011 for painful periods. The patient was instructed to take pain medication before the procedure. The patient reported that it is unknown if a local anesthetic was provided, but the patient experienced extreme pain immediately. The procedure lasted eight minutes. The patient reported having to curl up in a ball due to the pain once she returned home. The patient was taken to the emergency room and given morphine. The patient reported that she has been sick with so many unspecified problems ever since the procedure. The patient continues to get her period. No additional information was provided.